Event description:
According to staff at the facility, the red catch lock on the quick release hook broke during a pt transfer and the sling bar detached from the lift. Pt alleged back pain.

Manufacturer narrative:
Instruction guide for universal sling bar ((B)(4)) states: for safe and trouble-free operation, a few routine procedures should be performed every day, before the sling bar is in use: when using a quick-release hook system, check that the quick-release hook is correctly fastened to the lift and the sling bar. Instruction guide for the lift ((B)(4)) states: before lifting always make certain that: the lifting accessory is correctly applied to the lifting equipment.